Event description:
Patient was hospitalized for hypoglycemia. Patient also reports that they broke their leg as a result of the event. Patient reports it was a hot day and they had been sweating. Device was not returned for evaluation.